Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the cannula was kinked. Customer reported to have high blood glucose. Customer's blood glucose was 548 mg/dl. Customer declined troubleshooting for high blood glucose. Customer will not be returning the device for analysis.